Event description:
Plaintiff alleges that approximately four days following surgery in 2007, plaintiff's right foot began to blister at the incision site where the pain pump had been located. Patient suffered injuries and damages, including permanent damage to the right foot following the use of the pain pump.

Manufacturer narrative:
The report did not provide any specific information concerning the pump, procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established casual relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." A technical bulletin has been created covering "hand and foot surgery continuous infusion-volume and flow rate selection." (Part 1304915). If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.